Event description:
Caller reported experiencing elevated blood glucose level of 350 mg/dl; was able to self-treat. Caller alleges the pump does not warn when it is not administering insulin. Caller stated she experienced an occlusion and the pump did not alert her and that insulin was not administered. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.